Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys brahms pct result from a cobas e411 rack analyzer. The initial result was 0.078 ng/ml and was reported outside of the laboratory. The doctor questioned the result as the patient was known to have a high pct result. The repeat result was 8.75 ng/ml was accepted by the doctor. There was no allegation of an adverse event. The reagent lot number was 27885700. The expiration date was requested but was not provided. Quality control results were within specification.

Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded. It was determined that the customer did not exchange the pinch valve tubing correctly. This incomplete maintenance is consistent with the reported issue. The field service representative did not report any other issues during the service visit. The investigation did not identify a product problem.  The cause of the event could not be determined.